Event description:
It was reported that a spectrum iq pump bag ran dry during total parenteral nutrition (tpn) infusion (over infusion) occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.